Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: uterine tubes') in a 38-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes hcp told her that only one tube had closed" on (B)(6) 2012. Medical conditions: * (B)(6) 2011:results: failure to occlude (close) fallopian tubes. Hcp told her that only one tube had closed. Concurrent conditions included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced back pain ("back pain"), fatigue ("constant fatigue,hormonal changes describe: constant fatigue"), abdominal pain ("severe abdominal pain, belly pain") and pain in extremity ("leg pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and headache ("headache"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: in the back."). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, back pain, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, abdominal pain, pelvic pain, alopecia, dyspareunia, rash papular and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: contraceptive surgery (B)(6) 2012. Plaintiff are not any planning for essure removal. Date of test: (B)(6) 2012 and (B)(6) 2013 (date discrepancy noted as per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: failure to occlude (close) fallopian tubes, perforation (other) please describe:. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: uterine tubes') in a (B)(6) female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes hcp told her that only one tube had closed" on (B)(6) 2012. Medical conditions: (B)(6) 2011:results: failure to occlude (close) fallopian tubes. Hcp told her that only one tube had closed. Concurrent conditions included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 1 year after insertion of essure. In december 2012, the patient experienced back pain ("back pain"), fatigue ("constant fatigue,hormonal changes describe: constant fatigue"), abdominal pain ("severe abdominal pain, belly pain") and pain in extremity ("leg pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and headache ("headache"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: in the back."). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, back pain, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, abdominal pain, pelvic pain, alopecia, dyspareunia, rash papular and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: contraceptive surgery (B)(6) 2012 plaintiff are not any planning for essure removal. Date of test: (B)(6) 2012 and (B)(6) 2013 (date discrepancy. Noted as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: failure to occlude (close) fallopian tubes, perforation (other) please describe:. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet and mr received, new reporter , patient demographic, lab data essure lot number, new event malposition of essure device location of device: uterine tubes , rashes or skin conditions type: in the back, leg pain and event date were added, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: uterine tubes') in a 38-year-old female patient who had essure (batch no. A02556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes hcp told her that only one tube had closed" on (B)(6) 2012. Medical conditions: * (B)(6) 2011:results: failure to occlude (close) fallopian tubes. Hcp told her that only one tube had closed. Concurrent conditions included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and migraine ("migraine"). On (B)(6) 2012, the patient experienced fatigue ("constant fatigue,hormonal changes describe: constant fatigue"). In (B)(6) 2012, the patient experienced back pain ("back pain"), abdominal pain ("severe abdominal pain, belly pain") and pain in extremity ("leg pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headache"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced rash papular ("rashes or skin conditions type: in the back."). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, back pain, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, abdominal pain, pelvic pain, alopecia, dyspareunia, rash papular, pain in extremity and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs: contraceptive surgery (B)(6) 2012. Plaintiff are not any planning for essure removal. Date of test: (B)(6) 2012, and (B)(6) 2013, (B)(6) 2017(date discrepancy noted as per pfs) date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: failure to occlude (close) fallopian tubes, perforation (other) please describe:. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter's information added. Event: hormonal changes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.